Event description:
On 11/4, pt seen in clinic for blood draw, and received chemotherapy. Pt also received saline and heparin flushes through a port-a-cath. On 11/5/98, pt admitted to hosp for sepsis. Blood cultures from 11/5/98 positive for gram negative rods (enterobacter). On 11/11/98, pt discharged from the hosp.